Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The insulin pump was tested with a non-corroded battery cap, and no blank display was noted afterwards.

Event description:
The customer reported a blank display. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.